Event description:
This is an international report where the patient adaptor was not connected with the titanium adaptor well, when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause of this event was not identified. The lot number is unknown; therefore a batch review cannot be performed.